Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although it is a possible sporadic failure. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the ccd unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector the event can be detected/prevented by following the instructions for use: operation manual - inspection of the endoscopic system operation manual: important information ¿ please read before use - warnings and cautions. During the device evaluation, service observed the bending angle was insufficient due to elongation of the angle wire. The angle knob was out of specification due to elongation of the angle wire. The curved rubber adhesive was chipped. Scratches were observed on the insertion tube, on the tip cover, on the control section, on the grip, on the universal cord, on the scope connector side of the universal cord, and on the scope connector due to external factors. Dirt that was difficult to remove was observed on the control section, on the control section cover surface, on the switch box, on the control panel cover, on the up/down knob, on the up/down angle fixing lever, on the right/left knob, on the universal cord, and on the right/left angle fixing knob. Stains that were difficult to removed were observed on the grip. The paint on the suction cylinder was peeling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was returned to an olympus service center for evaluation with a report that the endoscope image was cloudy/blurry. There was no patient or user injury reported.